Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During servicing of the device, it was reported that the battery test failed. There was no reported patient involvement.